Event description:
The ibi catheter was not able to deflect when it was inserted. The catheter was removed and there was no harm to the patient. A 4 fr inquiry steerable diagnostic catheter, st. Jude medical. No deflection on catheter/no harm to patient. Returned to company for evaluation, therefore, not available for return.